Manufacturer narrative:
The icy catheter lot# 77255 was returned for evaluation. Visual inspection of the returned catheter lot # 77255 was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pin hole leak was observed medial to the distal balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for related complaint to icy catheter lot# 77255, no previous history of complaint was identified.

Event description:
The nurse reported that approximately 6 to 7 hours into the ivtm treatment (patient cooling), evidence of leak was observed on the floor and a tinge of blood was observed on the start-up kit (suk) tubing suspecting leak on the icy catheter. No alarm was observed on the console. Following this, the console was placed on standby and 2nd icy catheter lot #77255 was inserted to complete the patient treatment. No known impact or patient consequence was reported. Relates to MFR 3010617000-2018-00159 1st icy catheter.